Manufacturer narrative:
Event date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller does not work half of the time.  It charges once in a while but does not fully charge the ins. Ins does not stay charged and goes down to red quickly. Sometimes it shows 80% charge, then it shows ins is depleted. The patient is in pain. Sometimes it takes a while to get to the normal charging screen. Sometimes it beeps at her for a while. Sometimes it shows poor recharge quality. It will beep and she will look at it and it says excellent. Pt says it is frustrating b/c she is trying to charge it so much b/c she is in pain a lot more. She used to charge once a day. Now she charges once a day but ins does not stay charged. She will check it and ins is in red again. The mdt rep came out b/c pt was hurting and rep changed the setting to c. Pt also mentioned ptm also keeps switching from a, b and c. Pss reviewed ptm would not switch groups on its own. Also reviewed changing settings might affect the charging frequency. Repair noted it was taking longer to charge which was causing the battery to deplete quicker and the rm04 error was seen. A replacement recharger telemetry module (rtm) was sent out.